Event description:
It was initially reported that there was no stimulation sensation experienced by the patient. Not being able to adjust stimulation was also stated. The patient was allowed to recharge the implantable neurostimulator (ins), but the area was still tender and stitches were still in place. The patient had already recharged once. Coupling and/or communication issues were also reported. The patient did not use the belt for the recharger as that was too uncomfortable. After adjusting, the patient did get 4 shaded boxes indicating coupling strength but when he turned it one more time, it was back to none. Antenna locate (al) feature was then used and "all the numbers were 52" and it didn't change regardless of which position the antenna was moved into. More than one month later it was reported that the cause of the event was displaced subcutaneous lumbar octad leads. Lead revision was performed on (B)(6) 2013. Signs and symptoms associated with the event were no stimulation in the desired lumbar area. No hospitalization was required. Patient outcome was marked as no injury. The patient was doing fine after revision of the displaced lead.

Manufacturer narrative:
Product ID 3778-45, lot# va02a7h023, implanted: (B)(6) 2012, product type: lead. Product ID 3778-45, lot# v884738022, implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).